Event description:
It was reported that units turn on and off by themselves immediately upon startup during ac power and battery use. No pt info was available.

Manufacturer narrative:
The returned device was evaluated. During an internal inspection of the device, the unit was found to have a faulted ms-2011 board. Testing was performed and it was discovered that the mcu processor flash corrupted when running the mcu processor with inadequate supply voltage, resulting in "error 1" due to loss of board level communication anomaly no longer present following functional tests. A service history record review reveals that this unit was in the field for over four years with no previous reported issues prior to this reported event.